Event description:
This pt received unspecified antibiotics therapy infused with an infusor nutriplus code s2c1715k batch 03e028. The antibiotics treatent is mixed with nacl solution as solvent. The course of treatment was planned to last 8 hours. Pt observed the end of the infusion within 3 hours, 45 minutes. This pt is sensitive to the antibiotic overspeed and experienced allergic reaction as rash. Additionally, as they were aware of this allergy in case of overspeed event, they experienced panic during the event.